Manufacturer narrative:
This report is submitted on april 18, 2017.

Manufacturer narrative:
Initial implantation details unavailable at the time of this report, this report is submitted on february 06, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was found to placed in the vestibule resulting in the decision to explant. The device was explanted (date not reported).